Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (110 service code) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a defective c10 capacitor and l1 component on the computer/analog pca. The root cause for the defective c10 capacitor and l1 component could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor displayed a 110 service code (overvoltage set no energy).